Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, quality control data, and trends. One device with this lot number was received. A visual examination of the device confirmed the fast-500 rapid instillation components were not returned. A functional test was performed by filling the balloon with water, a leak was confirmed in the balloon. Under magnification several cuts were visible on the balloon material causing it to leak. Balloons are leak tested 100% by the supplier. A review of the device history record for this lot number found 2 non-conformances that could be related to this incident: glue on distal end near side port and foreign matter in tubing on distal end. We were unable to determine if these failure modes are related to this incident. A review of complaint history revealed one other case involving one unit with a reported leakage issue. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have several cuts on the balloon caused by contact with an unspecified instrument during placement. Based on the condition of the returned device, the most likely cause for the reported difficulty is mishandling of the device during use. The definitive cause of the event could not be determined, but due to the markings on the returned device, it is likely that the issue occurred during the procedure from an additional device. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information has been provided since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: distributor¿s agent. PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient experienced spontaneous vertex delivery, postpartum hemorrhage on placenta adhesion and placenta adhesion surface. The blood loss before placing the balloon was 800cc. The uterus was massaged before using the balloon and 1 ml of hemabate was injected. The cook bakri postpartum balloon was placed through the vagina by smooth forceps. 50 ml saline was injected into the balloon and the balloon body can be seen from outside, which was suspected to be the balloon detaching from the catheter. The physician immediately removed the balloon and found a peephole leakage on the distal tip of the balloon material. The physician changed to another balloon and homeostasis was successfully achieved. There were no adverse consequences to the patient as a result of this occurrence.